Event description:
It was reported that the patient had hypertension and the ventricular assist device (vad) exhibited low flows. It was noted that the patient ran out of antihypertensive medication two days prior. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: the ventricular assist device (vad) hw40874 was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files revealed which a low flow alarm logged since (B)(6) 2020. Information provided by the site indicated that, in addition to the low flow event, the patient had hypertension. The patient ran out of antihypertensive medication two days prior. Based on the limited information available, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible factors that may have led to this event include, but are not limited, to the stopping of their antihypertensive medication or other issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.